Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 300 mg/dl to 500 mg/dl. Reportedly, the pump supplies were changed to address the issue and contact declined further troubleshooting with tandem technical support. Reportedly, customer continued to use the pump for basal therapy and also confirmed that manual injections are available.